Event description:
Placed a catheter in r basilic vein. Within 2 mins pt had flushed head, neck, arms, light headed, felt pt was short of breath, awake, alert, anxious and complaining of something being terribly wrong. Rptr took out the line, gave 50 mg benadryl by mouth. Within 5 mins the pt was feeling much better. 15 mins later pt had hives on lower legs. Observed pt for 40 mins then pt went home. Not short of breath, flushed or anxious.